Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's third-party service center for further investigation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. Also, foam particles were observed; and device was scrapped. There has some technical finding like error code present (e-4). The third-party service center was unable to confirm the customer complaint. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.